Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent graft remains implanted. Therefore, a device evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that pta was performed to treat a 70% stenosis within the stent graft at the venous anastomosis. Good hemodynamic function was restored. There was no report of injury to the pt.